Manufacturer narrative:
Exact date of event is unknown. Concomitant medical products: iexch151555, sn: (B)(4). Ilxch151585, sn: (B)(4). Ilxch1515135, sn: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately seven years and eight months post index procedure the patient returned for a routine follow-up. A CT revealed that there was a possible type v endoleak. The aneurysm sac had grown to 9 cm in diameter. No intervention was performed and the event was not resolved. The cause of the endoleak was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.